Event description:
Additional information was received on 2015-10-08. It reported the model and serial # of the pump.

Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# unknown, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative in the (B)(6) regarding a patient receiving intrathecal baclofen 3000 mcg/ml (dose 1800 mcg/day) via an implanted pump. The patient's medical history was not reported. On an unknown date, the patient did not respond to therapy as expected and increasing the dose did not make a difference. Pump replacement planned (the reason for pump replacement was not provided) also meant catheter investigation and the consultant discovered that the catheter had fractured at point of entry into the spine. The patient was not responding to intrathecal baclofen therapy (itb) as expected and the dose was escalated. No diagnostics or troubleshooting was performed prior to surgery, but consulted suspected a catheter issue. A new catheter was implanted on (B)(6) 2015 and connected to a new pump. It was unknown if the issue was resolved at the time of this report. It was further reported when the consultant opened up the catheter anchor site it was clear the catheter had fractured into two pieces, but the distal end could not be removed from patient and remains in situ. Also, when consultant removed the catheter from old pump the internal metal part remained stuck on the old pump. He managed to get it off, but had never seen this before. The patient's status at the time of this report was "alive- no injury". Additional information has been requested, but was not available as of the date of this report. (B)(6) 2015 - additional information was received from a company representative indicated this was a pump replacement and the catheter was replaced at the same time. The pump was replaced as it was approaching the elective replacement indicator (eri). The catheter was not saved and the pump was disposed of as performance was fine.